Event description:
During the procedure, the physician used a wilson-cook tracer metro wire guide during a sphincterotomy. After the stricture was cannulated, the wire guide was passed through the stricture. When the wire guide was pulled back through the device, the coating of the wire guide separated near the distal end, leaving a gap between the coating on the distal end and the coating on the main body of the wire guide. The device was removed with no injury to the patient.